Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to have received a no delivery alarm during basal and bolus. Customer's blood glucose was 400 mg/dl and later it went down to 250 mg/dl. During troubleshooting, customer was advised to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin exited. She is unable to remove the set to test the site portion of the infusion set. The customer was advised to change the entire infusion system. She did not want to continue with troubleshooting because she was on her way home and did not have a backup plan. The insulin pump and the infusion set will not be returning for analysis.